Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the after the patient showered and then rubbed cream on the chest. The patient¿s hand then caught the pacemaker. The patient said ¿it hurt and now the top looks collapsed and the lead is very visible than before. It has a hard edge at the bottom.¿ follow up was conducted at the patient¿s clinic and it was noted the patient¿s device got flipped. The patient was seen in the clinic and the device was flipped back. The device remains in use. No further patient complications have been reported as a result of this event.